Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site and extensions site(s). The entire dbs system was explanted; however, no explanted products were returned for analysis. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg site and extensions site(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicates that infection has now resolved. Moreover, it was also reported that surgical intervention was undertaken on (B)(6) 2023 wherein the ipg and two extensions were implanted. Effective therapy was achieved post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-03929, 1627487-2023-03931. It was reported that an infection was present at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein entire dbs ipg and both dbs extensions were explanted to address the issue.